Manufacturer narrative:
(B)(4). Similar to device under 510(k): p070016. Summary of investigational findings: product was returned used. The endograft was not deployed and trigger wires were not removed from the system. Small amount of blood was found on system. The returned device was evaluated at wce. The evaluation consisted of examining the deployment sequence of the device in accordance to IFU. The device was flushed successfully twice without obstacles. No sign of blood inside the introduction system was observed during flushing. The endograft was thereafter released while the pullback force was measured. The resulted pullback force was below the acceptance criterion. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: a (B)(6) male patient underwent stanford b accute aorta dissection. The user advanced the delivery system to right below the left common carotid artery from the right cfa and attempted to pull the sheath to deploy the stent graft. However, he was unable to deploy the stent graft because the sheath was too tight/stiff to be pulled. It would not move at all. The hemostatic valve was opened. He replaced it with an equal-sized back-up and the replacement had no problem. Gzsd-36-164-2 was also placed and the procedure was completed without endoleaks. Patient outcome: the patient did not experience any adverse effects due to this occurrence.